Event description:
At the primary follow-up after an implant procedure, the patient had experienced multiple shocks. Upon interrogation, oversensing was noted on the right ventricular (rv) lead. Inappropriate shocks were delivered as a result of the oversensing. Diagnostic imaging was performed and revealed a lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable.